Manufacturer narrative:
Visual analysis was performed on the returned device. The reported material separation was not confirmed. There was no separation noted on the pressurewire. There were bends and kinks on the proximal tube. There were also a bend and a stretch on the distal tip. However, the noted damages were likely due to post-procedure handling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported material separation as it was not confirmed during analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the distal tip of the pressurewire x, wireless was noted to be separated when removed from the box. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na